Manufacturer narrative:
This report is submitted on august 1, 2022.

Event description:
Per the clinic, the patient experienced tinnitus, dizziness, imbalance and hearing fluctuations. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on august 25, 2022.